Manufacturer narrative:
The implant was not returned and the customer's complaint could not be verified. Review of device history revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of this event could not be determined from the information available and without device evaluation.

Event description:
Pt complained of stiffness and knee locking post an anterior cruciate ligament repair. Patient had synovitis in 2007, the surgeon found the joint lining covered in what looked like white powder and the fractured femoral screw protruding. The surgeon removed the ar-1380tb and all pieces of the femoral screw, ar-1390b. The pt was fully healed at the time of the implant removal. This device is used for treatment.